Event description:
It was reported that the device has a broken barrel flange. It was broken at the bottom. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10 the customer reported problem was confirmed. A review of the device history record for (B)(4) was performed from date of manufacture 03/29/2005 to present date 10/30/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a broken barrel flange. It was broken at the bottom. No additional information was provided. No patient involvement was noted.